Event description:
The customer reported to olympus that when the 4k autoclavable camera head was plugged in, the camera wouldn't read the camera (error e219) and there was no image. The reported issue occurred during preparation for use. The device was replaced with a new similar device, a new light cord and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. Additional findings were: error e224 was displayed on the monitor due to a faulty cable, however, the image was present. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections e2 and e3 were accidentally marked in this supplemental report. Section g2 was corrected to accurately indicate that the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e219 could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Before connecting the video connector to the camera control unit, confirm that the video connector, including the electrical contacts and optical connecting part, is completely dry and clean. If the camera head is used with the electrical contacts or optical connecting part wet and/or dirty, the camera head and camera control unit may malfunction. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.